Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, beeping was noted with a message saying pump won't run when there was about 30ml left in the cassette. Subsequently, cassette was changed, and the issue was resolved. No adverse effects were reported.